Event description:
It was reported that two (2) homechoice cassettes had a connection issue. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). G1: the devices were manufactured at one of the following facilities: baxter healthcare - singapore 2 woodlands industrial park d singapore 738750 singapore. Baxter healthcare - tunisia route de chebbaou 2021 oued e tunis tunisia. One (1) device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. An underwater pressure test was performed with no issues noted. Functional testing (self test and priming) was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.